Manufacturer narrative:
Investigation: photo evaluation 2 photos were received for investigation and observed package poor perforation. Sample evaluation 7 actual samples in sealed package were received for investigation. The 7 actual samples were subjected to visual inspection to check for package poor perforation. Observed package poor perforation from all returned samples probable cause could be at the perforation station of the primary packaging machine, the production technician could have detected package overcut on a strip and adjusted the air pressure to try to balance the cutting pressure which unknowingly could have resulted package poor perforation at the other strip. The production technician had also overlooked to inspect all the strips after adjustment was made and perform backtracking on produced parts. There are 16 blades and it is all controlled by 1 air regulator. DHR was performed and there were no poor perforation rejects along with no quality notification raised in the past 12 months on a similar reported defect.

Event description:
It was reported that there were 3500 occurrences where there was poor perforation on packaging with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from chinese to english: the defect rate is too high, the tandem cutting is incomplete, and the tearing affects another aseptic package, causing cost increase and inconvenience and trouble in clinical work.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 3500 occurrences where there was poor perforation on packaging with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from (B)(6) to english: the defect rate is too high, the tandem cutting is incomplete, and the tearing affects another aseptic package, causing cost increase and inconvenience and trouble in clinical work.